Event description:
It was reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable had been previously repaired at hospital. On this day not functioning. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4).

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 01/21/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The collar was observed to be peeled back from the cable, exposing the inner contents of the cable. An investigation was conducted on 02/04/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One collar was observed to be intact with no visual defects observed. The other collar was observed to be separated from the cable, exposing the inner contents of the cable. No other visual defects were observed. No further testing was conducted due to the exposed contents of the cable. Based on the returned condition of the device as well as the photographic evaluation, we are unable to confirm the reported failure "failure to deliver energy", however, the analyzed failure "break- collar" was observed. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.